Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, cannula bent. The customer reported blood glucose value of 499 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: see above document treatment for high blood glucose: treated with set changes and mdi. The event involved product(s) mmt-1780kpk, mmt-332a, mmt-397a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. Customer reported bent cannula (not a slight bend/curve). The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly, during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarms were noted, during testing. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals, on 8/5/2024, there were two (2) no delivery (insulin flow blocked) alarms. And on 8/6/2024, there were eight (8) no delivery (insulin flow blocked) alarms, listed below: 08/05/2024, 16:15:12, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/05/2024, 17:55:50, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 05:55:18, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 08:17:58, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 08:19:53, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 09:22:02, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 11:57:24, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 12:00:32, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 12:07:12, alarm alert notification, fault number = no delivery (7), during a manual bolus delivery. 08/06/2024, 12:37:00, alarm alert notification, fault number = no delivery (7), during a basal delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found, on the electronic assembly (pcba 1 and pcba 2), motor or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted, during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.